Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to fire pulses) has been confirmed. Upon investigation the monitor unable to complete functional testing. The cause for the failure was defective u1004 and u1005 components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.